Event description:
It was reported that costumer is deceased while wearing the insulin plump. Death reported by customer's daughter. She stated that the cause of death was diabetic coma. She also reported that patient was suffering of low blood glucose and trying to increase level by drinking juice. She informed that patient had a kidney transplant. Last blood glucose readings were not provided and blood glucose level at the time of the incident was also unknown. The insulin pump has been returned for analysis. Nothing further to report.

Manufacturer narrative:
The insulin pump received with no battery in the battery tube. No button response from down arrow button. Unable to complete functional testing including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Broken reservoir tube lip and scratched display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.